Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, and battery tube threads.

Event description:
Customer reported via phone call that there was hairline crack on the battery compartment. Customer¿s blood glucose was 113 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.